Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, approximately one (1) month later, the patient experienced pain, stiffness and arthrofibrosis (5 to 70 degrees). As a result, the patient underwent a manipulation under anesthesia. No further patient impact was reported. No additional information in available.

Manufacturer narrative:
D10: 02-012-60-1425 - tru stem ext 14mm x 25mm: (B)(6). 02-020-11-0260 - truliant ps cem fem ps cem left sz 6: (B)(6). 02-022-44-6012 - truliant tib imp psc insert sz 6, 12mm: (B)(6). 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t: (B)(6). 02-029-90-4300 - sterile packed short headed pin: (B)(6). 200-02-41 - three peg patella 41mm: (B)(6). 204-70-00 - tibial stem ext. Screw: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. A review of complaint history determined that no further action is required as no trends were identified. The reported action taken due to arthrofibrosis in this event cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided.